Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/22/2016. One used lf1537 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found the external flange that connects the jaws and the handle was broken. A piece of the flange was missing, and the damage prevented operation of the jaws with the handle. However, the investigation for this issue could not reliably determine the root cause of the broken component. A review of the device history records for this lot found no potentially contributing factors. The instructions for use included with this product also states that caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles.

Event description:
The customer reported that during a procedure, the device cracked between the blade and the handle. The handle could no longer be used to operate the blade or clamp tissue. Examination of the received device on november 15, 2016 found a piece of the outer tube was missing. The customer has confirmed that the piece did not fall within the patient cavity.